Manufacturer narrative:
Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information.

Event description:
Additional information received indicates that patient entire system was explanted due to infection at the ipg site on an unknown date to address the issue. The infection was treated with antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient had a potential infection at the ipg site. Surgical intervention took place on the (B)(6) 2021 in which the ipg pocket was opened and cleaned. No signs of infection were found. The ipg was left implanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.